Manufacturer narrative:
Device code of 2981 captures the reportable event of bent shaft tip. An examination of the returned delivery device and mesh assembly was performed. The delivery mechanism was damaged. The sheath was torn on the distal tip. There was accordioning of the material. The shaft tip was bent. Furthermore, analysis of the mesh assembly revealed that there was residue in one carrier indicative of use. The mesh on one end appeared to be slightly stretched. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a solyx procedure performed on (B)(6) 2019 to treat incontinence. According to the complainant, during the procedure, during the attempt to deploy the mesh on the patient's right side after placing the mesh on the left side, the physician experienced difficulty passing the device through the tissue and slightly hit the bone. The physician then took the device out of the patient and noticed that the shaft tip was deformed at 90 degrees. The procedure was completed with another solyx single incision sling system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a solyx procedure performed on (B)(6) 2019 to treat incontinence. According to the complainant, during the procedure, during the attempt to deploy the mesh on the patient's right side after placing the mesh on the left side, the physician experienced difficulty passing the device through the tissue and slightly hit the bone. The physician then took the device out of the patient and noticed that the shaft tip was deformed at 90 degrees. The procedure was completed with another solyx single incision sling system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.